Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) system was returned from a funeral home and reported the cause of death was septic shock. The source of the sepsis was not provided. No additional information is available.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.